Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 22.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 22.5 diopter, monofocal lens model. The product was not returned to evaluate. Additional information was provided that the patient had a previous injury to the eye causing decreased vision. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation procedure, the patient had blurry vision and halos. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was, "unable to see out of lens". Additional information received stated that patient's left eye was involved. A non company lens was used as a replacement lens. There was no patient harm after lens replacement.